Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the sapien xt valve was reported to be stenosed 3 years post implant. The exact cause of the valve stenosis cannot be confirmed. A sapien 3 valve was successfully implanted in the failing sapien xt valve. The patient is in stable condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, a 23mm sapien xt valve was deployed in the mitral position. Approximately 3 years post valve implant, the sapien xt valve was stenosed. An emergent valve in valve procedure was performed. A 23mm sapien 3 valve was deployed in the existing sapien xt valve without complications. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.